Event description:
It was reported that during a device check, it was noted that the device was at eri (elective replacement indicator). There was a large difference in the longevity estimate and the actual longevity. The cause was due to a change in pacing output to 5.0 v by a ventricular capture management (vcm) function. The pacing threshold was measured at 0.5 v. The customer was concerned that the pacing threshold measured by a vcm function may have been different from the true threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) battery depletion-normal.